Event description:
(B)(4) study. It was reported that post percutaneous coronary intervention, side branch stenosis occurred. Clinical status assessment on (B)(6) 2013 identified the patient's qualifying condition as stable angina and the subject was referred for cardiac catheterization. Index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) with 80% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of 3.50mm x 12 mm study stent. Following post dilatation, residual stenosis of 10%. Baseline core lab angiography result revealed 30% side branch stenosis at 1st diagonal. Post procedure angiography revealed 70% 'branch percent stenosis' in 1st diagonal. Three days post procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).